Event description:
The customer reported that the system would not make an exposure. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.